Event description:
Customer reported that she had a bruise from the sensor at the insertion site. Customer also reported that she bled a lot upon insertion. Blood glucose level was 173 mg/dl at the time of the call. Customer reported having a low blood glucose level prior to the call. Customer stated that she was sweating and shaking. Value was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.